Manufacturer narrative:
Device name: device name is likely either cook femoral artery nylon pressure monitoring catheter tray or cook femoral artery nylon pressure monitoring catheter set based on the available information. Product code: the product code is likely either dqy or dqo. Rpn: rpn is likely either c-npmsy-501j-15 or c-npms-501j-15 based on the device name. PMA/510(k) #: preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guides of unknown cook femoral artery nylon pressure monitoring catheter trays/sets bend as the catheters are placed over them, making the kits unable to be used. Additional information regarding the patient(s), device(s), and event(s) has been requested but is currently unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 25feb2021 indicating that the physician was unaware that a dilator was included in this tray.

Event description:
Additional information was provided on (B)(6) 2021 indicating that the device used was a cook femoral artery pressure monitoring tray. The event occurred "about a half a dozen times, maybe more." The devices are not available for return as they have been thrown away.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: c - suspect product, b7, d1, d2,b d4, d10, e4, h3 correction: c, g5. B3: dates of events unknown. D4: lot number unknown, rpn confirmed to be (B)(4). G5: preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: upon further investigation and review of current risk documentation, this event has been deemed not reportable. It was determined that this failure mode with this device is not associated with a heightened patient risk. Therefore, this event is no longer reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction as there is no indication of the wire guide kinking during use with this device leading to an adverse event. No further reports regarding this event will be submitted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.